Event description:
It was reported that a CT scan and a shunt series were performed on (B)(6) male patient. The imaging findings were consistent with a disconnection of the proximal catheter. During revision surgery, it was found that the catheter was not connected.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.